Event description:
It was reported that loss of lv capture was observed. The device was explanted and replaced. Patient was in good condition post-procedure.

Manufacturer narrative:
.

Manufacturer narrative:
Evaluation description: the reported capture anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The cause of the reported capture anomaly could not be determined.